Manufacturer narrative:
No system checkout was performed as the issue was determined to be user error and was resolved internally. The site was not requesting service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was unable to load exams on the system. There was no patient present when this issue was identified. An update was provided that the issue was discovered to be user error and was resolved internally.